Event description:
Info received alleged that the head section would not go up. No manually operation. No alleged injury by account.

Manufacturer narrative:
Technician found that the head section would not go up. The head section was stuck in the down position. Replaced the head up valve to resolve this issue.